Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n218 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n218 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak? (Photoact chamber). No trends were detected for these complaint categories. At the time of this report, the analysis of the returned photograph is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 10-dec-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #8: blood leak? (Photoact chamber) alarm and a photoactivation module leak during the treatment after 1500ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The customer returned a photograph for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photographs verify the reported photoactivation module leak as a crack is seen in the photoactivation module, and a blood leak is visible. The reported alarm #8: blood leak (photoactivation chamber) was most likely due to the fluid leak. An alarm #8 occurs when fluid has been detected in the photoactivation chamber. A material trace of the illumination plates used to build lot n218 did not find any related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. There was no illumination plates rejected for cracks during manufacturing of this kit lot. The cause of the reported alarm #8: blood leak? (Photoactivation chamber) was most likely due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), on (B)(6) 2025.